Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases and an opening on anterior. Leak test and microscopic analysis was performed which identified: two striated openings on anterior, a sharp opening on patch/shell bond edge, and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is two striated openings on anterior assessed as surgical damage, and a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and hole in valve. Device has been explanted and replaced.